Event description:
A customer reported that an intraocular lens (iol) was exchanged because the patient was experiencing migraines, cloudy vision, and pressure increasing. A vitrectomy was required. The sample will not be returned as the facility disposed of the lens. Additional information was received from the surgeon stating that the device did not cause/contributed to the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unknown cartridge and handpiece. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Clarifying information was received from the facility clarifying the information on the questionnaire. The surgeon had to remove residual fragments of the patient's original lens material. This is usually due to an inability to dilate properly. The product investigation could not identify a root cause for the reported complaint. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).